Event description:
It was reported that during the procedure, the debris shield burned out twice, leading to the cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The product was not returned; therefore, no physical analysis could be performed and the reported blast shield burn out could not be confirmed. This event aligns with known and documented hazards for this device type, and no new or unexpected risks were identified.

Event description:
It was reported that during the procedure, the debris shield burned out twice, leading to the cancellation of the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.